Event description:
In early morning, the de-aeration chamber was checked on the continuous renal replacement therapy (crrt) circuit per standard of practice. Fifty-five minutes later, it was discovered that the entire de-aeration chamber had filled with frothing air bubbles down to the filter level. Most of the patient's blood was able to be returned before the circuit went down. This identical and abnormal failure mode happened to another patient not 15 minutes later. Both patients had been turned at around same time. Both patients were found to have slightly loose access catheter connections, but presumably these were not loose enough to cause an air leak as there was no blood leaking from these ports. These two patients, and a third patient, were having crrt alarms for flow errors which could not be diagnosed. The third patient did not have air frothing but that nurse had switched her access points beforehand. All of these circuits were lot # 22d0061. Unsure if this is a device issue or if the circuits were installed inappropriately.